Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that, during opcheck, the device reboots and returns to factory default setting. This occurred during testing and therefore there was no pt involvement.